Event description:
On (B)(6) 2012, it was reported that black spots have appeared on the display of the pt's infusion device. He is unable to read what is being displayed on some sections of the display. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to misuse of the product. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to misuse of the product by the customer.